Event description:
The customer indicated there was smoke coming out of the back of their analyzer. The customer was able to power off the instrument. The smoke from the instrument filled the laboratory. No one was harmed, and there was no allegation of a death or serious injury. Patient samples were not involved. The field service representative (fsr) found a problem with the power supply. He replaced and updated the power supply. He ran diagnostic checks on the instrument after the part was replaced. The fsr also indicated that there was not excessive dust in the instrument and that the fans had been cleaned per maintenance schedules.

Manufacturer narrative:
The root cause of the problem was a failed main power supply. It is assumed that insufficient cooling or an unexpected failure of an electronic component was the case for the failure. However, further investigation could not be performed as the affected part was no longer available. There was no imminent danger of fire related to this failure. All parts and plastics are ul rated accordingly.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.